Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, the 1st cartridge was used without incident. The 2nd cartridge was loaded and the red button was pushed to switch to firing mode but the button could not be pressed. They attempted to remove the cartridge but it could not be removed. The red or green were not pushed down as well. The device was replaced with a new one which worked fine. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received with a dlu (device loading unit) preloaded. Tacks were visible in the shaft. Visual inspection of the dlu noted that it was improperly loaded onto the instrument as the arrows were not properly lined up. The articulation knob of the device functioned properly. The push to reload button could not be pushed as the dlu was stuck in the improperly loaded position. Further functional testing was unable to be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.